Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that her insulin pump went into a threshold suspended state, which is set to shut off insulin delivery when the sensor glucose reading goes below 65 mg/dl. The customer stated she measured her blood glucose and it was in the 200 to 299 mg/dl range when this occurred. Nothing further was reported.